Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went into backup mode with high voltage therapies disabled. No further information was provided and patient status was unknown.